Event description:
Poles 3-15-9 appeared shorted together on navex screen and identical artifact occurred from 3-15 and pole 9 on recording system. This resulted in a distorted image on the navex and artifact on recording system. Connectors were replaced from the catheter to electrical input on recording system as well as connector jumpers from navex pin box to recording system. When the reflexion spiral was replaced, the electrograms and navex images cleared up.